Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement battery cartridge ups shipped to site 03/21/2016. No parts have been received by manufacturer for analysis. On 03/23/2016 a medtronic representative performed an imaging system check-out, all areas passed. Removed ac power and charge level at 30%. Replaced ups batteries as a precaution. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, the imaging system mobile view station (mvs) was being moved into the room when the monitor went black. The site plugged it back in and performed a boot-up, however, when entering patient information, the system shut-down unexpectedly. The imaging system was re-booted, normal function was restored and a 3d image was taken. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.